Event description:
It was reported that during an examination the system shut down suddenly.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When investigation is completed, a follow-up report will be sent to the FDA by (B)(4) 2011.